Event description:
Caller reported that a malfunction occurred on the pump, but no notable events happened prior to this incident. There was no adverse impact to the customer's blood glucose level. The caller technical support (cts) provided information on how to reset the pump and assisted the caller in completing the reset. The malfunction code did not recur after resetting, and the caller was instructed to call back if the issue happened again. The customer confirmed understanding and continued to use the pump.